Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage and cleaning and reassembling component/accessories and verifying breast shield fit. Because suction did not improve after troubleshooting, a replacement pump was sent to the customer and return of her original pump was requested for testing/evaluation. The customer was contacted by a medela clinician on 05/09/2017, at which time she confirmed her report of mastitis for which she was treated with antibiotics for 7 days and indicated that her new pump was working well and she was no longer experiencing any signs/symptoms related to mastitis. The product was received and an evaluation was conducted on 05/10/2017 using lab components/accessories (the customer did not return the components/accessories). The evaluation results indicated that, though the vacuum tested lower than when the pump was initially tested in production, it was still within vacuum specifications. Based on the results of (B)(4) and the product evaluation, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her pump in style breast pump was working for her initially but then lost suction and she had to turn the suction level to the maximum setting. She visited both a lactation consultant and a doctor, who diagnosed her with mastitis and prescribed antibiotics for a week. Her doctor indicated that the mastitis was the result of her baby getting full before her breasts were empty and she indicated that when she then tried to empty her breasts with the pump, "that would not work either."